Event description:
Pt listed above called 911 for a medical complaint of headache and difficulty breathing. Crews arrived to find a pt who was conscious. Pt rapidly deteriorated and went into cardiac arrest. It was provided immediate advanced life support treatments including an advanced airway. The zoll e series monitor with copnostat 5 (etco2 detector) was applied to pt. The capnostat 5 device failed to "zero" out and would not produce a waveform for pt documentation. Pt was transported to emergency room under full cardiac resuscitation efforts where he was pronounced dead at the ER.